Manufacturer narrative:
Patient's weight unk. Device evaluated by MFR: the device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. The physician attempted to prep both leads with spectranetics lead locking devices (llds) to use for traction, but was unable to get the clearing stylet or the lld down either lead past the innominate region, so within the innominate the llds were locked in place within both leads. The rv lead was removed successfully. While attempting to remove the ra lead using a spectranetics 14f glidelight laser sheath, the physician encountered stalled progress. He switched to a spectranetics 11f tightrail sub-c rotating dilator sheath, and then used a 16f glidelight. Advancement was made to approximately 0.5 cm away from the lead tip when the patient's blood pressure dropped. Rescue efforts began, including bypass and sternotomy. A 2 cm superior vena cava (svc) perforation was discovered on the vessel's lateral wall. Repair of the perforation was successful, the ra lead was removed successfully and the patient survived the procedure. This report captures the 16f glidelight device in use when an svc perforation was discovered, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.